Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended. Dft and further actions will be discussed with the physician. No further information is available.

Event description:
New information received indicates that reoccurred episodes of non-sustained rv oversensing were observed. Programming changes were previously made. Review of the remote transmissions confirmed t-wave oversensing. Due to few instances of the episodes, it was suggested to review patient's diet and medication for change and continue to monitor the patient. Programming changes and dft testing can be considered. Further actions will be discussed with physician.